Event description:
Foggy image. A/w socket loosened, leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. And the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench. This device is not marketed in us, therefore 510k is not applicable.